Event description:
Additional information was received that the patient underwent generator replacement on (B)(6) 2014. The explanted generator will not be returned per the hospital policy of the explanting facility. It was previously reported that dcdc = 4 was observed with patient's generator. However, this observation was not possible for this patient's generator as the only impedance values are observed with the m 103 generator model. Additional information was clarifying that the impedance was within normal range upon interrogation in (B)(6) 2014.

Event description:
Clinic notes (B)(6) 2014 note that the patient reports that the seizures have recently started back up more frequently. It was noted that the patient averages about 1 seizure a week for the past month. The physician increased the device output current to 2.25ma. It was noted that the patient continued to have more seizures and that she likely needs a new generator. It was noted that surgery would be scheduled at the next visit. The patient was referred for prophylactic generator replacement surgery due to ifi - yes. No known surgical interventions have been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received from the neurologist's office that the patient's seizures had increased since (B)(6) 2014.the seizures were reported to be back to pre-vns baseline and no changes in medications or vns settings preceded the onset of the increase in seizures. It was reported that the seizures were due to loss of therapy from vns and generator replacement was planned. Vns normal output current and magnet output current were increased to 2.25 ma and 2.5 ma and the dcdc code was 4. No known surgical intervention has occurred to date.